Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, several of his pts had outcomes and vision that were "not as he expected." Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined from the investigation. Add'l info was requested on 02/23/2012 and 03/08/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).